Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. The caller indicated the mobile viewing station (mvs) was not starting due to a defective mvs uninterrupted power supply (ups). No patient was reported to have been involved with this issue.

Manufacturer narrative:
The ups was returned for analysis. Functional testing determined that the ups was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.